Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a medical assistant regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A medical assistant from the managing healthcare provider's (hcp) office said the patient had an infection at the incision site. The diagnostics/troubleshooting performed is unknown to the rep and it is unknown if the issue was resolved at the time of the report. Surgical intervention has not occurred at this time; it is unknown if surgical intervention is planned. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the patient was placed on antibiotics, anti-inflammatories, and given detailed wound care instructions to resolve the issue. It was reported that the patient was doing much better and the prognosis was well. The device was not explanted, and was not likely to be. No further complications were reported.